Event description:
It was reported that the customer experienced difficulties charging the pump. Additionally, it was reported that the pump battery was depleting quickly. Customer reverted to an alternate method of insulin delivery. Customer¿s blood glucose level was 302 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.